Event description:
It was reported to boston scientific corporation that a spyglass discover catheter was used during a laparoscopic transcystic common bile duct exploration procedure performed on (B)(6) 2022. During the procedure, it was reported that the spyglass discover catheter was in use for a while and then there was loss of visualization. The scope was disconnected and reconnected as well as the monitor was unplugged and plugged back in however the image did not return. The procedure was completed by converting to an open procedure and the stones were successfully removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Product code): ntn. (B)(4). A visual analysis was performed: no damage was noted on the catheter, umbilicus cable, or handle. Witness marks were observed on the pads of the umbilicus connector, indicating it was plugged into a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. Signs of procedural residue were present inside the handle, indicating procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. No change to the image was observed during this testing. Product analysis was unable to replicate the reported visualization problems therefore the reported complaint was not confirmed. Based on all gathered information, the most probable cause selected for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.